Event description:
On (B)(6) 2013, pt reported several infusion sets from the same box have leaked insulin. He discovered the leak when there was wetness at his infusion site. The infusion device is worn in a clip case on his belt, and he does hear an audible click when the transfer set is attached to the needle. He practices site rotation and changes the needle every 3 days. Pt was advised to change the stainless steel needle every 2 days, per MFR recommendation. He then said his body might not be absorbing insulin but he is not sure. The infusion sets were replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. No product was returned.